Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During a clinic follow-up, high ventricular rate episodes due to noise reversion resulting in oversensing were noted on the right ventricular (rv) lead. A lead to can abrasion was suspected; however, no x-ray examination was performed. The device was reprogrammed to resolve the event. The patient was stable and will continue to be monitored.